Manufacturer narrative:
Quality-safety evaluation of product technical complaint received on 10-may-2016: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/ complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/ complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the coils were extended into the cervix"), device breakage ("the right coil came out in approximately 3 pieces, but the entire coil was removed") and medical device removal ("device removed") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant), medical device removal (seriousness criteria medically significant and intervention required) and complication of device removal ("the right coil came out in approximately 3 pieces, but the entire coil was removed"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and complication associated with device ("device complications"). The patient was treated with surgery (hysteroscopy, resection of bilateral essure coils and dilatation and curettage on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, device breakage, medical device removal, complication of device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device, complication of device removal, device breakage, device expulsion and medical device removal to be related to essure. The reporter commented: the hysteroscope was advanced and the following findings were noted - bilateral prolapsing essure coils. The coils were unwound and extended into the cervix. Both ends were visible essentially at the ostia; otherwise normal-appearing cavity. The left essure coil was removed without difficulty. Following this, tile right coil came out in approximately 3 pieces, but the entire coil was removed. Following this, dilatation and curettage (d&c) was performed. There were no signs of any active bleeding. Preoperative and postoperative diagnosis was prolapsing essure coils and bleeding. Diagnostic results: on (B)(6) 2011: surgical pathology report. Essure coil: foreign body present. Endometrial curetting: fragments of benign inactive endometrial tissue present with slightly decidualized stroma, polypoid fragments of benign endocervical tissue also present, with microglandular hyperplasia, squamous metaplasia, congestion, and acute and chronic inflammation. The specimen is received in two parts. Part a: received fresh are two metallic wires which measure 16.5 and 27.5 cm in length. Both portion of metallic wire have a diameter of less than 0.1 cm. Both of the metallic wires have adherent pieces of metallic coiled ribbon. These portions of coiled ribbon are 1.0 and 2.5 cm in length, both having an average diameter of 0.1 cm. This specimen is for gross examination only. Part b: received in formalin are multiple portion of pink tan tissue along with a scant amount of clotted blood and mucoid material measuring 2.0 x 1.0 x 0.3 cm in aggregate. Concerning the injuries reported in this case, the following ones were described in patient's medical records: device expulsion, device breakage, complication of device removal and medical device removal. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 5-may-2017: medical records received- new reporter (case is medically confirmed now); patient's demographic data; new adverse events (device expulsion, device breakage and complication of device removal); lab data; and essure treatment details (removal date, method and procedure details). Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on an unknown date, and reported adverse events including device removed; according to her medical record(mr) the coils were extended into the cervix (understood as device expulsion) and the right coil came out in approximately 3 pieces, but the entire coil was removed (understood as device breakage). The plaintiff was treated with surgery (hysteroscopy, resection of bilateral essure coils and dilatation and curettage) on (B)(6) 2011. Device breakage with essure may happen, mainly during difficult insertions. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body. In this particular case, plaintiff had a hysteroscopy done which revealed that, the coils were extended into the cervix and the right coil came out in approximately 3 pieces, but the entire coil was removed. So she underwent resection of bilateral essure coils and dilatation and curettage and essure was removed. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Since new events were added , product technical complaint update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the coils were extended into the cervix"), device breakage ("the right coil came out in approximately 3 pieces, but the entire coil was removed"), device dislocation ("migration"), perforation ("perforation") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and complication of device removal ("the right coil came out in approximately 3 pieces, but the entire coil was removed"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopy, resection of bilateral essure coils and dilatation and curettage on (B)(6) 2011), surgery (resection of bilateral essure coils on (B)(6) 2011), surgery (hysteroscopy on (B)(6) 2011 / had surgery to remove the essure implant) and surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, device breakage, device dislocation, perforation, genital haemorrhage and complication of device removal outcome was unknown. The reporter considered complication of device removal, device breakage, device dislocation, device expulsion, genital haemorrhage and perforation to be related to essure. The reporter commented: the hysteroscope was advanced and the following findings were noted - bilateral prolapsing essure coils. The coils were unwound and extended into the cervix. Both ends were visible essentially at the ostia; otherwise normal-appearing cavity. The left essure coil was removed without difficulty. Following this, tile right coil came out in approximately 3 pieces, but the entire coil was removed. Following this, dilatation and curettage (d&c) was performed. There were no signs of any active bleeding. Preoperative and postoperative diagnosis was prolapsing essure coils and bleeding. 27-oct-2017 : summon : patient need for additional surgery. Diagnostic results: (B)(6) 2011: surgical pathology report essure coil: foreign body present. Endometrial curetting: fragments of benign inactive endometrial tissue present with slightly decidualized stroma, polypoid fragments of benign endocervical tissue also present, with microglandular hyperplasia, squamous metaplasia, congestion, and acute and chronic inflammation. The specimen is received in two parts. Part a: received fresh are two metallic wires which measure 16.5 and 27.5 cm in length. Both portion of metallic wire have a diameter of less than 0.1 cm. Both of the metallic wires have adherent pieces of metallic coiled ribbon. These portions of coiled ribbon are 1.0 and 2.5 cm in length, both having an average diameter of 0.1 cm. This specimen is for gross examination only. Part b: received in formalin are multiple portion of pink tan tissue along with a scant amount of clotted blood and mucoid material measuring 2.0 x 1.0 x 0.3 cm in aggregate. Concerning the injuries reported in this case, the following ones were described in patient's medical records: device expulsion, device breakage, complication of device removal and medical device removal. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 27-oct-2017: previous events"device removed, device complications" replaced with "migration, perforation", event "abnormal bleeding", reporter lawyer added, product information updated from summon. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the coils were extended into the cervix"), device breakage ("the right coil came out in approximately 3 pieces, but the entire coil was removed") and medical device removal ("device removed") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant), medical device removal (seriousness criteria medically significant and intervention required) and complication of device removal ("the right coil came out in approximately 3 pieces, but the entire coil was removed"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and complication associated with device ("device complications"). The patient was treated with surgery (hysteroscopy, resection of bilateral essure coils and dilatation and curettage on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion, device breakage, medical device removal, complication of device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device, complication of device removal, device breakage, device expulsion and medical device removal to be related to essure. The reporter commented: the hysteroscope was advanced and the following findings were noted - bilateral prolapsing essure coils. The coils were unwound and extended into the cervix. Both ends were visible essentially at the ostia; otherwise normal-appearing cavity. The left essure coil was removed without difficulty. Following this, tile right coil came out in approximately 3 pieces, but the entire coil was removed. Following this, dilatation and curettage (d&c) was performed. There were no signs of any active bleeding. Preoperative and postoperative diagnosis was prolapsing essure coils and bleeding. Diagnostic results: (B)(6) 2011: surgical pathology report. Essure coil: foreign body present. Endometrial curetting: fragments of benign inactive endometrial tissue present with slightly decidualized stroma, polypoid fragments of benign endocervical tissue also present, with microglandular hyperplasia, squamous metaplasia, congestion, and acute and chronic inflammation. The specimen is received in two parts. Part a: received fresh are two metallic wires which measure 16.5 and 27.5 cm in length. Both portion of metallic wire have a diameter of less than 0.1 cm. Both of the metallic wires have adherent pieces of metallic coiled ribbon. These portions of coiled ribbon are 1.0 and 2.5 cm in length, both having an average diameter of 0.1 cm. This specimen is for gross examination only. Part b: received in formalin are multiple portion of pink tan tissue along with a scant amount of clotted blood and mucoid material measuring 2.0 x 1.0 x 0.3 cm in aggregate. Concerning the injuries reported in this case, the following ones were described in patient's medical records: device expulsion, device breakage, complication of device removal and medical device removal. Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 22-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on an unknown date, and reported adverse events including device removed; according to her medical record(mr) the coils were extended into the cervix (understood as device expulsion) and the right coil came out in approximately 3 pieces, but the entire coil was removed (understood as device breakage). The plaintiff was treated with surgery (hysteroscopy, resection of bilateral essure coils and dilatation and curettage) on (B)(6) 2011. Device breakage with essure may happen, mainly during difficult insertions. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body. In this particular case, plaintiff had a hysteroscopy done which revealed that, the coils were extended into the cervix and the right coil came out in approximately 3 pieces, but the entire coil was removed. So she underwent resection of bilateral essure coils and dilatation and curettage and essure was removed. This case was classified as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.